Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D14 - intuitive surgical, inc. (Isi) received the master tool manipulator left (mtml) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported problem but it could be confirmed as having occurred via error logs. Visual inspection was performed and the arm was installed onto a test system and powered up normally. All testing passed and the system was test driven without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the mtml to resolve the reported error. The system was tested and verified as ready for use. A review of the system logs confirmed the reported error had occurred. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The mtml has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. The fse performed a system log review and identified the following possible related system error: 23025 indicating an encoder quadrature fault on master tool manipulator left 2 (mtml2) axis 1. A review of the site's complaint history does not reveal any additional complaints related to the product or the event. No image or procedure video was shared for review. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted and completed laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, error 23025 was displayed pointing to the master tool manipulator (mtm) on surgeon side console 2 (ssc2). A field service engineer (fse) recommend the surgeon give control to ssc1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information: the procedure was started as a dual console procedure. A field service engineer provided troubleshooting prior to advising to use ssc1. The customer was able to recover the fault 5 times; however, the error returned after 5 minutes. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).